Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 6 years have passed since the subject device has been manufactured. Based on the results of the investigation, it is likely the image did not appear while using 180 series endoscopes because the printed circuit board malfunctioned due to accidental failure. Per the legal manufacturer, the other device defect included in the initial MDR (worn lock latch) has no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a faulty patient board set was found, causing no image when tested with olympus series 180 scopes. In addition, a worn lock latch on the video connector was found, causing loss of image when manipulating (i.e., wiggle) the pigtail.

Event description:
A user facility reported to olympus that no images were processed when using any scope. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.